Event description:
It was reported that the patient has experienced "overdose-like symptoms" including significant drowsiness immediately following pump refill the last 4 or 5 refills. The symptoms resolve within several days, but appear to be more intense with each refill. No other issues were identified at refill. The hcp reported that one hour post refill, the patient experienced overdose requiring hospitalization. The pump was stopped and the patient recovered. The hcp was considering device troubleshooting to determine cause of overdose symptoms. The pump was infusing at the same dose and concentration as prior to the overdose at the time of this report and was doing well.